Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device exchange procedure the implantable pulse generator (ipg) experienced a set screw issue as it was noted it was difficult to unscrew the atrial lead. The implantable pulse generator (ipg) was ultimately successfully exchanged. No patient complications have been reported as a result of this event.